Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/20/2017. Retain product was tested and found to be functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot s16235 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified assessment: there is no indication of a product malfunction. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded unexpected results on a patient. There was no additional patient information available at the time of this report. I-stat: 2.4, I-stat: 2.1 (retest), lab: 1.3. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).